Manufacturer narrative:
The investigation of the returned product is not completed at the time of this MDR submission. There was no harm to the patient. Microline surgical, inc., is submitting this late MDR 1223422-2017-00025 (past 30-days) due to the staff responsible for the investigation leaving, and lack of staff to complete the task, including lack of full information available on the complaint to submit the MDR. Microline surgical, inc., will continue to ensure its due diligence in post-market complaints handling, and ensuring that all requirements for the medical device emdr reporting have been met.

Event description:
During a laparoscopic cholecystectomy surgical procedure, the ml-10 multi-fire clip applier jammed. The anesthesia time and the length of the procedure were extended by five (5) mins. There was no harm to the patient.